Event description:
The customer reported that the bed exit of the versacare bed did not alarm and a patient exited the bed and fell. Multiple attempts to obtain additional details of the event, including the extent of the injury (if any) have been unsuccessful. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported that the bed exit of the versacare bed did not alarm due to a faulty speaker, a patient exited the bed and fell. Multiple attempts to obtain additional details of the event, including the extent of the injury (if any) have been unsuccessful. The versacre¿s bed exit alarm system provides an audible and visual alert notification to the caregiver team. However, it is not intended as a substitute for good nursing practices. The device IFU states that the bed exit alarm system must be used in conjunction with a sound risk assessment and protocol per the hillrom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hillrom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. The customer did not provide the necessary details to determine the severity of the injury, if any, that occurred from the reported fall. There was no indication that the fall resulted in serious injury or serious deterioration in the state of health. If any additional relevant details are received the complaint will be addressed accordingly. The bed exit speaker ,when engaged, provides an audible alert to a caregiver in the event a patient attempts to exit the bed. This audible alert may persuade a patient to remain in the bed and await assistance, and /or alert a caregiver allowing the caregiver to promptly assist the patient and avoid any potential serious injury associated with a fall. Therefore the report of faulty speaker is considered a reportable event. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The facility's biomed representative replaced the external alarm to resolve the reported event. Based on this information, no further action is required.